Event description:
Order to disconnect foley catheter given. Balloon was deflated on device and 15 cc return. Attempted to pull catheter out and it become lodged and would not move. Urology pa notified. Balloon port was clipped by pa but unable to remove foley. Pa could feel balloon in patient's prostate, therefore possible defect in balloon. Urology continuing to work to remove foley. Foley was removed by urology.